Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia while using the ilet with inset 23" infusion sets, with evidence of paused or absent insulin delivery and a suspected infusion site failure; the patient, hcp, and company clinician agreed the issue involved the infusion set, and the patient transitioned to contact detach sets and continued using dexcom g7. Symptoms included very high blood glucose over 500 mg/dl, dka symptoms, and trace ketones. Outcomes included emergency department presentation, overnight hospital admission, and treatment with IV insulin, after which the patient recovered and resumed ilet therapy with blood glucose back in range. Investigation included review of device data, consultation with the healthcare provider, patient interview, and troubleshooting with education on keeping the pump filled and switching infusion set type. Investigation of this case revealed hyperglycemia associated with disrupted subcutaneous insulin delivery of unclear root cause. It was concluded that the cause of the hyperglycemia was unclear and that the patient recovered after clinical intervention and infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.